Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30533502m number, and no internal action related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a ventricular tachycardia (vt) ablation procedure with an ez steer" thermocool¿ nav bi-directional catheter and the patient suffered heart block av requiring temporarily pacing wire to be inserted and planning for a cardiac resynchronization therapy with defibrillation (crt-d). During a vt ablation when tachycardia was stopped, av block was present. A temporary pacemaker was inserted. The physician commented that originally, there were several types of vt, and today's vt is close to his, so I just need to stop the tachycardia. This adverse event was discovered during use of biosense webster products. The physicians opinion on the cause of this adverse even was that it was patient condition related. The origin of the vt was close to his-bundle. Patient outcome was reported as improved. It was not reported that extended hospitalization was required.